Event description:
The customer's wife reported that the customer was treated by medical personnel while on a plane due to hypoglycemia. Prior to the flight, the customer bolused. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.